Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the lead would not test out correctly after connecting to the implant. There were no other issues and no contributing factors were noted. Multiple connectivity and impedance tests were run and between each test the wires were removed and re-inserted carefully. Impedances for every contact showed 40000 ohms and never showed a good connection for all contacts. A different lead was used and functioned perfectly. There were no patient issues and the final placement was not affected. The issue was resolved at the time of the report.